Manufacturer narrative:
One zimmer zirconia abutment and angled replacement screw were returned for inspection attached to a crown. The devices show signs of wear consistent with use. The screw could not be removed from the drive feature because of the way the crown is cut. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause cannot be determined, as the circumstances of the event cannot be recreated. The complaint is non-verifiable.

Manufacturer narrative:
Additional 510 k #'s k011028 k013227. Device not returned to the manufacturer.

Event description:
The patient presented with loosened abutment screw (ah20s). Tooth location #9.